Event description:
During an in-clinic follow-up, failure to capture and failure to sense was observed on the right atrial (ra) lead. Diagnostic imaging was performed, and ra lead dislodgment was confirmed. During repositioning, it was not possible to obtain a threshold measurement, and the helix of the ra lead was unable to extend. The ra lead was explanted and replaced to resolve event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, failure to capture and failure to sense. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over-torqued of the inner coil. The reported event of failure to capture was confirmed. Electrical testing did not find any indication of conductor fractures. Electrical testing found internal shorting due to over-torquing the inner coil inside the connector region which cause the failure to capture. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.